Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was elevated and the ha1c was high. As the customer or pump were not with the contact at the time tandem technical support was telephoned, it was not known how the bgs-ha1c was treated and a system check to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The pump data was reviewed and as the customer had not been wearing the pump for the past few months, no data was recorded. The contact could not provide any further details regarding the reported occlusions. The contact stated that more pump supplies were to be ordered so the customer could resume managing diabetes via the pump.